Event description:
A patient who underwent a bridging hernia repair with ovitex 2sp on (B)(6) 2019 presented with a seroma approximately two weeks after surgery. It is reported that the patient was re-admitted to the or and that the surgeon found that the implant had been partially resorbed or digested and that the synthetic portion remained behind. The remaining portions were explanted.